Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 7.1 was jammed and failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was clicking and failing to open. A field service engineer (fse) removed drawer 7 and identified a broken u-link plunger. The fse replaced the plunger to resolve the issue, after which the system was rebooted and diagnostic tests were performed. The customer successfully recovered the drawer. The system functioned as intended after the field service engineer repaired the device.